Manufacturer narrative:
(B) (4). Evaluation: results: (mi).

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient had one lesion treated. One endeavor rx drug-eluting stent implanted to mid lad. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Patient was asymptomatic / free of symptoms at 1 month, 6 month, 1 year and 1.5 year follow-up.